Event description:
Hcp reported patient's pump was found to be stopped on 05/2002 when pump was scheduled for refill. Residual amount in pump was consistent with expected administration and no symptoms of withdrawal present. Pump turned on and patient went home. In 6/2002 patient reported to ER in withdrawal with palpitations, severe sweating, and lightheadedness. Patient received IV morphine and felt much better. Pump not changed, patient given narcotic oral medications to use if withdrawal symptoms presented again. Pump evaluated in clinic on 6/2002. No withdrawal symptoms present but has some tingling around jaw and mouth. Pump interrogation indicates pump is functioning appropriately. Patient stable - continues po medications until further evaluation of the pump is completed.